Event description:
The customer reported imprecise alinity I ca 19-9xr and provided the following data: sample 1 initial result was 90.31 u/l and repeat result was < 2.06 u/l. Sample 2 initial result was 66 u/l and repeat result was 93.86 u/l. Sample 3 initial result was >1200 u/l and repeat result was 755.89 u/l. The customer reported that the patients were diagnosed with cancer, but it was not specified the type of cancer the patients had. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management. Update: the customer provided an additional patient: on (B)(6) 2025, initial test result was 40.94 u/ml, retest 1: 56.32, retest 2: 50.31 and 47.66 u/ml; tested 5 times for repeatability, results: 42.92 42.70 41.86 40.54 39.26 u/ml

Manufacturer narrative:
Additional information was added to section b5.

Event description:
The customer reported imprecise alinity I ca 19-9xr and provided the following data: sample 1 initial result was 90.31 u/l and repeat result was < 2.06 u/l. Sample 2 initial result was 66 u/l and repeat result was 93.86 u/l. Sample 3 initial result was >1200 u/l and repeat result was 755.89 u/l. The customer reported that the patients were diagnosed with cancer, but it was not specified the type of cancer the patients had. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32-77 that has a similar product distributed in the us, list number 8p32-21, with 510k/PMA/bla number k052000.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I ca 19-9xr reagent kit, list number:08p32-77, and manufacturing site abbott gmbh, wiesbaden, 65205, germany, to alinity I processing module, ln 03r65-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2025-00595 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported imprecise alinity I ca 19-9xr and provided the following data: sample 1 initial result was 90.31 u/l and repeat result was < 2.06 u/l. Sample 2 initial result was 66 u/l and repeat result was 93.86 u/l. Sample 3 initial result was >1200 u/l and repeat result was 755.89 u/l. The customer reported that the patients were diagnosed with cancer, but it was not specified the type of cancer the patients had. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management. Update: the customer provided an additional patient: on (B)(6) 2025, initial test result was 40.94 u/ml, retest 1: 56.32, retest 2: 50.31 and 47.66 u/ml; tested 5 times for repeatability, results: 42.92 42.70 41.86 40.54 39.26 u/ml